Manufacturer narrative:
See MDR 1920664-2007-00822 for delivery device used with this lens.

Event description:
The haptic of the lens was found damaged during insertion into the pt's eye using the delivery device. The lens was removed and replaced.